Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies to address the issue, however, a replacement pump has been sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.